Event description:
It was reported that while running samples on a bd max¿ system, bd max¿ instrument a false positive result was obtained for tb. Sample was re-ran and the result was negative. Confirmatory culture was done and was negative. There was no patient impact. Assay: unspecified. The following information was provided by the initial reporter: customer reports that for accession 21ak506698 which was positive for tb, that the rif resistance was incorrectly reported. For run 106 it was reported as positive, but upon re-running the sample in run 107 it is rif resistance not detected (negative). Looking at the results there is on wt melt peak and one mutant peak in channel 630/665 bottom row, corresponding to rpob (r1) for run 106. Verification is always done by culture (all samples are always cultured).

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported receiving false positive results on tb. Customer had a run with positive result, but the rif resistance was incorrectly reported. On the following run, the result was rif resistance was not detected resulting in a negative results. Field service was dispatched. Field service performed efc, norm ratio and normalization. Field service performed gantry alignment and verify drawer movement. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in may 2021, the instrument had issue passing tb vircell qc. Field service replaced the normalizer. No samples were expected to be returned for investigation, therefore return sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that while running samples on a bd max¿ system, bd max¿ instrument a false positive result was obtained for tb. Sample was re-ran and the result was negative. Confirmatory culture was done and was negative. There was no patient impact. Assay: unspecified d.1. Medical device brand name: bd max¿ system, bd max¿ instrument. D.2. Common device name: instrumentation for clinical multiplex test systems.

Event description:
It was reported that while running samples on a bd max¿ system, bd max¿ instrument a false positive result was obtained for tb. Sample was re-ran and the result was negative. Confirmatory culture was done and was negative. There was no patient impact. Assay: unspecified the following information was provided by the initial reporter: customer reports that for accession (B)(6) which was positive for tb, that the rif resistance was incorrectly reported. For run 106 it was reported as positive, but upon re-running the sample in run 107 it is rif resistance not detected (negative). Looking at the results there is on wt melt peak and one mutant peak in channel 630/665 bottom row, corresponding to rpob (r1) for run 106. Verification is always done by culture (all samples are always cultured).

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running samples on a bd bactec¿ plus aerobic/f culture vials (plastic) a false positive result was obtained for tb. Sample was re-ran and the result was negative. Confirmatory culture was done and was negative. There was no patient impact. The following information was provided by the initial reporter: customer reports that for accession 21ak506698 which was positive for tb, that the rif resistance was incorrectly reported. For run 106 it was reported as positive, but upon re-running the sample in run 107 it is rif resistance not detected (negative). Looking at the results there is on wt melt peak and one mutant peak in channel 630/665 bottom row, corresponding to rpob (r1) for run 106. Verification is always done by culture (all samples are always cultured).